Event description:
Pt continues to be in pain one year after hip replacement procedure was done. A doctor at another facility looked at x-rays and told pt that the cup was completely detached from the bone. A revision surgery is planned for a day which is yet to be decided. The pt thinks that this complication is caused by the fact that the medical device was not properly tested by the MFR. She plans to take legal action against the device MFR.